Event description:
Related manufacturer reference number:3006705815-2023-08091. It was reported that the patient experienced ineffective therapy following a fall in (B)(6) 2023. X-ray confirmed that both the leads had migrated. Reprogramming was unable to resolve the issue. In turn, surgical intervention took place wherein the physician was unable to reposition the existing leads. As such, the leads were explanted and replaced with new leads at new locations to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was restored post op.